Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Explant infected total hip implants and insertion prostalac antibiotic spacer. Explanted implants: corail collarless stem, 36, 1.5mm delta ts head, 36 x 52, +4 neutral liner. 1 bone screw, pinnacle 52mm sector cup.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Additional information stated that the affected side was the left side and took 2 hours to explant the implants. After many time of trying to get the corail stem out, the surgeon decided to do an eto. The devices were explanted due to infection.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture prolonged surgery. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.